Event description:
A customer reported the evis lucera gastrointestinal videoscope had insertion tube buckling, weak angulation, a missing lens, and nozzle clogging. There were no reports of patient harm. The subject device was returned for evaluation. Upon inspection and testing of the returned unit, foreign material was discovered in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, foreign object was discovered in the device nozzle, caused by insufficient cleaning. In addition, worn angle wires caused the bending function in the up direction and the play of the up/down knobs to be less than the standard value. The objective lens had a chip and the connecting tube had buckling. Water tightness was lost, caused by a deformed up/down knob. The connecting tube and c-cover were scratched, the light guide lens had a crack, the adhesive around the objective lens was peeled, the paint on the s-cylinder was peeled. There were scratches and corrosion on the up/down knob, and scratches on the forceps elevator and switch 1. The s-cylinder was shaved, and the suction cylinder was deformed. The device¿s water removal ability was less than standard value, caused by the clogged nozzle. The bending section cover had chipped and peeled adhesive, and the connecting tube was discolored. A chip on the objective lens caused a partial dark area on the image. Based on the results of the investigation and the available information, a definitive root cause for the presence of foreign material could not be determined. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system: inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function while covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor the field performance of this device.